Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Troubleshooting steps involved disconnecting the tubing, tightening the t:lock, and delivering a 5-unit bolus, which resolved the initial issues. Customer was advised to changed supplies as needed.